Event description:
The customer reported that he had low blood glucose and the paramedics were called, but he is working to get a better control of his glucose level. However, the customer mentioned that in the morning his glucose level tends to be high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.